Event description:
The customer reported that a patient had complications on the spectra machine during a procedure. Terumo bct is attempting to obtain further information about the incident,including specifics about the reported patient complications and if any medical intervention was necessary. Patient information is not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury occurred.

Manufacturer narrative:
Investigation: a product disposition form (pdf) review was completed for this machine serial number and no manufacturing related issues were found. Upon follow-up to clarify the "patient complications" reported by the customer, the customer replied on (B)(6) 2013 that the patient expired several hours following the procedure, but that they did not believe the machine was involved. She stated it is their policy to have a device evaluated following a patient death. Root cause: the root cause could not be definitively determined; based on the device checkout findings and information provided by the customer, the cause was most likely due to patient condition.

Manufacturer narrative:
Investigation: the machine was checked out by a terumo bct service technician as part of the investigation. A simulated use test was performed using a white blood cell kit. The problem could not be duplicated during checkout. Functionality of all alarms was verified, and all normal operation of the spectra machine was verified. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
This report is being filed to provide additional information.

Event description:
The customer declined tp provide the patient's information.